Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure the physician noticed that one of the contacts on the paddle lead was loose. The physician used medical adhesive on the loose contact and reimplanted the paddle lead. Impedance readings were normal and the patient was reportedly doing well following the procedure.